Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was called regarding information provided offer troubleshooting assistance and to obtain details of incident but the customer did not answer the call.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 on 1.50 pm due to a low blood glucose level of 49 mg/dl, the customer's blood glucose level 49 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer treated for low blood glucose was liquid sugar and intravenous dextrose. Customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.